Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There were no issues with the sterile disposable manufacturing lot used during treatment. Product met specifications prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Patient with pre-existing skin condition (possibly psoriasis or similar) presented with a quarter-sized abrasion in treatment area on day of treatment ((B)(6) 2014), "but was decided to proceed treatment". One week post treatment, patient noted swelling and pain after jogging. Patient is a nurse (not employed by treating clinic) patient self-treated pain medication and observed axilla for a few days. Patient returned to treating clinic on (B)(6) 2014. Both axilla were swollen, red, tender, and warm. Clinic suspected post-treatment irritation led to infection. Both axilla were drained and patient treated with IV antibiotics. Patient was monitored, with marked improvement. Infection had cleared as of f/u visit on (B)(6) 2014.